Event description:
E was initially received via regulatory authority ((B)(4) number: mw5038379) on 03-feb-2015. The most recent information was received on 08-mar-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), narcolepsy ("narcolepsy") and weight increased ("gained 40/50 lbs") in a (B)(6) -year-old female patient who had essure (ess205) (batch no. 620767) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic pain and fatigue. Concurrent conditions included fibromyalgia and osteoarthritis. Concomitant products included armodafinil (nuvigil), cyclobenzaprine hydrochloride (flexeril), oxycodone hydrochloride (oxycontin) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), narcolepsy (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches upon wakening and during sex"), arthralgia ("joint pain was worsening (especially my knees)"), procedural pain ("immediately after the essure procedure she was in so much pain"), procedural vomiting ("we stopped several times so I could vomit"), malaise ("I was sick all day"), back pain ("severe joint and back pain"), menorrhagia ("pretty large clots during menstruation quarter size much heavier flow / menorrhagia"), premenstrual syndrome ("severe pms"), agitation ("agitated very easily"), erythema ("redness on my chest and neck"), dandruff ("severe dandruff on the front of my scalp"), peripheral swelling ("swelling of my ankles and feet, hands"), joint swelling ("swelling of my ankles and feet, hands"), the first episode of abdominal distension ("my abdomen swells and I look very pregnant / bloating"), ovarian cyst ("ovarian cyst"), amnesia ("memory loss"), the second episode of abdominal distension ("stomach just gets so bloated"), hormone level abnormal ("metal from these implants have fooled my hormones and changing the way they work"), rash ("skin rash"), alopecia ("hair loss"), tooth disorder ("dental issues, dental problems"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), nausea ("nausea") and libido decreased ("decreased libido"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, narcolepsy, weight increased, fatigue, arthralgia, procedural vomiting, malaise, back pain, menorrhagia, premenstrual syndrome, agitation, erythema, dandruff, peripheral swelling, joint swelling, ovarian cyst, amnesia, the last episode of abdominal distension, hormone level abnormal, rash, alopecia, tooth disorder, vaginal haemorrhage, migraine, nausea and libido decreased outcome was unknown and the headache and procedural pain had resolved. The reporter provided no causality assessment for narcolepsy with essure (ess205). The reporter considered agitation, alopecia, amnesia, arthralgia, back pain, dandruff, erythema, fatigue, headache, hormone level abnormal, joint swelling, libido decreased, malaise, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, peripheral swelling, premenstrual syndrome, procedural pain, procedural vomiting, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). The reporter commented: left- 3 trailing coils right- 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 56.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. (B)(6) 2007 - cytopathology report - negative for intraepithelial lesion and malignancy (B)(6) 2013 gyn sonography report - comment- uterus is midline and retroverted, bilateral essure devices noted, cul-de-sac-neg, there is a 16mm follicle in the right ovary. (B)(6) 2016 - ultrasound - comments- u/s images reviewed. Coils seen. No abnormalities. Quality-safety evaluation of ptc: final assessment: note: this is a case for essure 205 since the patient stated they were implanted in 2006. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2018: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - case upgraded to incident, reporters, medical history, lab data, essure indication, lot number and removal date, concomitant drugs, events pelvic pain, skin rash, hair loss, dental problems, abnormal vaginal bleeding, migraines, nausea, decreased libido and back pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5038379) on 03-feb-2015. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), narcolepsy ("narcolepsy") and weight increased ("gained 40/50 lbs") in a 32-year-old female patient who had essure (ess205) (batch no. 620767-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chronic pain and fatigue. Concurrent conditions included fibromyalgia and osteoarthritis. Concomitant products included armodafinil (nuvigil), cyclobenzaprine hydrochloride (flexeril), oxycodone hydrochloride (oxycontin) and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), narcolepsy (seriousness criterion medically significant), weight increased (seriousness criterion medically significant), fatigue ("chronic fatigue"), headache ("headaches upon wakening and during sex"), arthralgia ("joint pain was worsening (especially my knees)"), procedural pain ("immediately after the essue procedure she was in so much pain"), procedural vomiting ("we stopped several times so I could vomit"), malaise ("I was sick all day"), back pain ("severe joint and back pain"), menorrhagia ("pretty large clots during menstruation quarter size much heavier flow / menorrhagia"), premenstrual syndrome ("severe pms"), agitation ("agitated very easily"), erythema ("redness on my chest and neck"), dandruff ("severe dandruff on the front of my scalp"), peripheral swelling ("swelling of my ankles and feet, hands"), joint swelling ("swelling of my ankles and feet, hands"), the first episode of abdominal distension ("my abdomen swells and I look very pregnant / bloating"), ovarian cyst ("ovarian cyst"), amnesia ("memory loss"), the second episode of abdominal distension ("stomach just gets so bloated"), hormone level abnormal ("metal from these implants have fooled my hormones and changing the way they work"), rash ("skin rash"), alopecia ("hair loss"), tooth disorder ("dental issues, dental problems"), vaginal haemorrhage ("abnormal vaginal bleeding"), migraine ("migraines"), nausea ("nausea") and libido decreased ("decreased libido"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, narcolepsy, weight increased, fatigue, arthralgia, procedural vomiting, malaise, back pain, menorrhagia, premenstrual syndrome, agitation, erythema, dandruff, peripheral swelling, joint swelling, ovarian cyst, amnesia, the last episode of abdominal distension, hormone level abnormal, rash, alopecia, tooth disorder, vaginal haemorrhage, migraine, nausea and libido decreased outcome was unknown and the headache and procedural pain had resolved. The reporter provided no causality assessment for narcolepsy with essure (ess205). The reporter considered agitation, alopecia, amnesia, arthralgia, back pain, dandruff, erythema, fatigue, headache, hormone level abnormal, joint swelling, libido decreased, malaise, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, peripheral swelling, premenstrual syndrome, procedural pain, procedural vomiting, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure (ess205). The reporter commented: left- 3 trailing coils right- 2 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 56.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion (B)(6) 2007 - cytopathology report - negative for intraepithelial lesion and malignancy (B)(6) 2013 gyn sonography report - comment- uterus is midline and retroverted, bilateral essure devices noted, cul-de-sac-neg, there is a 16mm follicle in the right ovary. (B)(6) 2016 - ultrasound - comments- u/s images reviewed. Coils seen. No abnormalities. Quality-safety evaluation of ptc: final assessment: note: this is a case for essure 205 since the patient stated they were implanted in 2006. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the lawyer, lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.